Event description:
While attempting to defibrillate a patient (age and gender unk) the device displayed a "bridge test failed" message. The clinician obtained another device to continue treating the patient.